Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, and the customer will reset the pump when ready and follow up if the issue persists. Upon follow up cts provided pump reset information. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear.